Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/29/1998-supplemental report #2 submitted to FDA.